Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized due to an unrelated condition. An interrogation of the device revealed several stored high ventricular rate episodes. The episodes were attributed to sensed noise. Programming interventions were made. There were no adverse patient consequences.